Manufacturer narrative:
(B)(4). The device was returned to baxter technical service for evaluation. The device was tested per specification for a total of ten hours and no deviation was observed related to the electrical system; the device passed all tests performed. The device was returned to baxter inventory. A review of the service history was performed and found the device was previously serviced by baxter in (B)(6) 2008. At that time, electrical tests and calibrations were performed and no deviations were found. The assignable cause for the reported issue of electric shock was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the first of two complaints associated with this event.

Event description:
The patient's care giver contacted baxter technical services and reported that the patient received an electric shock during therapy. The patient's care giver had her hand under the patient, and she also received an electric shock. This medical device report is being submitted for the electric shock experienced by the patient.

Manufacturer narrative:
(B)(4). It was reported that the homechoice device is available for evaluation, however it has not yet been received by baxter. Should the device be received for evaluation, or if any additional information becomes available, a follow-up report will be submitted.